Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent a transvaginal incision of the sling on (B)(6) 2009, due to a bladder outlet obstruction. It was reported that patient underwent a cystoscopy and collagen injection, on (B)(6) 2009 due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.